Manufacturer narrative:
Other text: a sample was received to perform an investigation. The returned pump was received in good physical condition. There were no signs of external damage. A review of the event history log (ehl) found primary audible alarm post in the history. Functional testing of the device was performed using the power up process and occlusion test. The reported problem was unable to be duplicated. The speaker and interconnect board were replaced as a preventive measure. A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the reported problem were found during the review of service and repair records. A corrective and preventive action (CAPA) was opened to address this issue. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Returned device was received in xxx physical condition. Evidence in log. During the evaluation of the device. Fault. Problem source. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with a system error. There were no reported adverse events.